Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 28jan2021.

Event description:
The customer reported a ventilator experienced low oxygen supply during set up for patient use. The device was evaluated by the customer who confirmed the reported issue and contacted philips. The device was being set up for patient use, however, the device was not on a patient at the time the issue was discovered. There was a delay to patient therapy caused by the event but no patient injury. The patient who was on vapothem was transferred to a different bipap machine until the philips v60 was adjusted. The customer reported that there was a problem with fitting with the adapter that was used. The adapter the customer used was a non-philips adapter. To address this issue, the customer used another non-philips adapter to the o2 supply to adjust to the wall type. No philips parts were used to make these adjustments. The machine was reported to have been working fine once the new hose was put on. No other anomalies were reported.